Event description:
Pt was implanted with essure in (B)(6) 2010. She was hospitalized in (B)(6) 2013, with the following symptoms: bloating, stomach pain, heart burn, indigestion, diarrhea. Pt was discharged from the hospital with a diagnosis of stomach virus. The next morning when she looks up, she discovered that the device had migrated out of her body via her vagina. She immediately contacted her doctor who scheduled her for a total hysterectomy on (B)(6) 2013. Because of the chronic inflammation in her uterus, the surgeon excised her uterus, fallopian tubes and cervix. Pt complains she also had a post-op infection evidenced by purulent discharge at the incisional site.